Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their insulin pump and high blood glucose levels. It was reported that the customer had no delivery alarms. It was reported that the customer tried to push insulin through with plunger but felt resistance, and insulin did not exit. The customer's blood glucose level was reported to be 500mg/dl. It was reported that the set and reservoirs would be replaced.